Event description:
On may 08th, 2023, we have been informed about a malfunction with a defibrillation electrode set at rettungsdienst landkreis diepholz gmbh in germany. Gs defibrillation electrodes catalogue number 04324.3 corpatch easy schale (model df23t) and a gs corpuls c3 defibrillator had been used. The initial report was stating that "during the first defibrillation, sparks occurred from the connection point of the adhesive electrode transition to the cable and in the area where the cable are separated to the two adhesive electrodes with a loud bang and burns on the patient's thorax.". We have requested further information and received on may 17th a partially filled in questionnaire. The patient body type was described as normal and the skin was described as "normal, hairy". The general state of the patient was described as normal. The patient's skin was not cleaned, not shaven, not dried and no disinfection was used prior application. The objective of the procedure was described as "resuscitation in ventricular fibrillation". The duration of monitoring was described as 60 minutes and the duration for the treatment as 45 minutes. The patient was lying on the floor during the resuscitation. Underneath the placement sites of the defibrillation electrodes hair was present. It was also described that the defibrillation electrodes adhered well to the patient skin. The size of the burn underneath the sternum electrode in the thorax area were described as "in area as large as the defibrillation electrode and approx. 1cm beyond". No treatment of the burn was necessary as the "patient died in the clinic due to his acute illnesses". After requesting if the malfunction was causal for the patient death it was reported that "the delay had no impact on patient treatment ". The incident is therefore reported as a malfunction. We have also requested if the defibrillation electrode cables have been teared. It was reported that "the electrodes were removed from the packaging and glued on, but it is not known that the cable was further separated.". The defibrillator manufacturer company gs has read out the data the defibrillator has recorded during the procedure and has informed us that with the first shock an impedance of 385 ohms was measured, with the second only 168 ohms are measured. We have requested further information and pictures of the involved device and the patient injury. It was reported that the involved device was discarded, no pictures of the injury are available and no further details are available.

Manufacturer narrative:
Retained samples of the concerned lot number#: 230102-3991 have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. The involved device was discarded. The recorded defibrillator data read out by the manufacturer of the defibrillator, gs, showed that the impedance measured for the first shock was 385 ohms which went down to 168 ohms for the second shock. The burn on the thorax was described as slightly bigger in size than the electrode (sternum), underneath of which it occurred. This is not consistent with the sparking observed at the cable and where the cable was connected to the electrode. It is therefore not clear whether the cable or its connection to the electrode was causal for the burn. It appears possible that a high skin impedance or an insufficient connection of an electrode to the chest was causal instead. This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident.